Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 30 mg/dl, cause was unknown. Reportedly, the customer became unconscious. Customer¿s bg was treated intravenously with fluids of saline and dextrose. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. System check with cts confirmed that the pump and related supplies were operating as intended.